Manufacturer narrative:
Concomitant medical product: 3708120 neuro extension, implanted: (B)(6) 2016; 3998 pain stim lead, implanted: (B)(6) 2016; 3708260b neuro extension, implanted: (B)(6) 2016; 37711 pain stim ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. The entire pacing system was explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.